Manufacturer narrative:
The investigation was completed. Ischemia/ppae: the root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp device was inserted into the right femoral artery in a 82-year-old female patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage e shock, on an intra-aortic balloon pump (iabp), on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support during the procedure, a distal perfusion catheter (dpc) was placed due to no flow around the peel-away sheath prior to removal, and no doppler distal pulses. The dpc resolved the issue. In addition, the impella kept suctioning passed p-3 then p-2. The mean arterial pressure (map) was 30-40's on the automated impella controller (aic). Bleeding and a drop in the hemoglobin occurred prior to the patient arriving to the cath lab. Blood and other blood products were transfused for volume. The physician did not attribute the bleeding and hemodynamic instability to the impella. A few hours after impella insertion the patient expired on support. The impella is conservatively being reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient with acute myocardial infarction, complicated by cardiogenic shock, along with the complications of stage e shock.